Event description:
In 1994 rptr was required to undergo a left total hip due to hip dysplasia. Rptr was told at the time that this prosthesis had an excellent track record and could last 10-15 yrs before needing a revision. In 12/98 on rptr's yearly exam, it was noted that a bone cyst had developed in the acetabular area of the hip, above the prosthesis. This was watched by their physician closely. By 12/99 the cyst had doubled in size and the polyethylene lining made by depuy had dwindled in size and begun to break down. Rptr underwent surgery to remove the defective part and repair of over 12 cysts in the bone. The prosthesis had degenerated to the point that minute particles had caused major damage in otherwise healthy bone. Rptr has been told by physician that the type of sterilization used by the depuy corp was the reason for the breakdown. Rptr is currently off from work for at least 8 weeks, not 6 years after initial placement of a part which rptr was told would last 10-15 years. The surgery was painful and the healing process is very slow this time due to the grafting of the cysts caused by this. Rptr would like the public to be aware of this so no one else has to go through this experience. Rptr also feels the depuy corp should be held accountable.